Manufacturer narrative:
Expertise of the returned programmer revealed that the reported display issue was due to a damaged cable. The flat cable (also called screen flex cable) which connects the video board to the carrier board of the programmer was worn out. The programmer followed the normal workflow of repair, including a replacement of the screen flex cable, and was sent back to the field. Analysis showed that the present of patient files from a previous customer site in the subject programmer most probably resulted from a human error when preparing the programmer at the subsidiary level. A new internal procedure covering this activity will be released in may 2021, which will enable to avoid re-occurrence of such an issue.

Event description:
Reportedly, the subject programmer displayed abnormal colors or lines on the screen. In addition, when it was received from the subsidiary as a replacement, it was observed that information from a previous customer site were still recorded on the programmer.

Event description:
Reportedly, the subject programmer displayed abnormal colors or lines on the screen. In addition, when it was received from the subsidiary as a replacement, it was observed that information from a previous customer site were still recorded on the programmer.